Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated during rv lead placement. A pericardial centesis tap was done after closing the pocket. All lead diagnostics were fine thereafter. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a right ventricular (rv) lead perforation occurred during rv lead placement. The physician then performed a pericardial centesis tap after closing the pocket. The rv lead remains in service. No adverse patient effects were reported.